Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The pace/sense portion of this lead was capped due to oversensing which led to multiple shocks. The ICD was replaced at the same time due to a draining battery. A new pace/sense lead was implanted. Should additional information be received, this file will be updated.